Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. After connecting to the device, it was observed that the rv pace impedance was greater than 3,000 ohms and there was no capture. The lead was replaced, and the procedure was successfully completed without adverse effects. The lead is expected to be returned for analysis.